Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal baclofen concentration 2000mcg/ml at 605.2mcg/day via an implantable infusion pump. Indications for use were intractable spasticity and spinal cord injury/spinal code disease. The patient reported that ¿years ago¿there had been ¿a small tear in the tubing¿ (catheter) that the doctor fixed. The patient experienced swelling in the legs at the time of the catheter issue. The exact date of the event was unknown.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the physician's office who indicated that the small tear in the catheter occurred on (B)(6) 2005.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.